Event description:
A surgeon reported that approx six months after a glaucoma filtering shunt was implanted, he noted the filtering bleb had disappeared. He took the pt back to surgery to reconstruct the bleb, and while observing the shunt during the procedure, he was able to see that it was not draining. The shunt was removed and a trabeculectomy was performed. Additional info was requested.

Manufacturer narrative:
: The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. No data regarding product identity was received i.e. No lot or serial number was indicated for the event; therefore, the device history record (DHR) could not be reviewed. Additional info was requested. (B)(4).